Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint histories identified additional similar complaints for the reported items. However, due to the lack of the lot numbers, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Wagner sl revisionâ®, trial stem, distal, 16 item# 0100109116 lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure while the surgeon was trialing the chosen stem, the trial got stuck in femoral canal and, while trying to extract trial stem the screw joining proximal part to distal stem broke, leaving the distal part stuck in femoral canal. The extraction of the distal trial stem took about 45 minutes to extract. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d6, d10, g3, g6, h2, h3, h6, h11. D4. Lot and UDI number were reported incorrectly in the previous report, both remains unknown. D10. Wagner sl revision, trial stem, distal, 16 item# 0100109116 lot# 4504448212. The trial stem was returned for investigation. It can be seen that a fragment of the fractured screw is stuck in the threaded area of the trial stem. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint histories identified additional similar complaints for the reported items. However, due to the lack of the lot numbers, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h11.